Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the set was missing the rib tip (spike)/connector on the tubing. The reported condition was verified. The cause of the event was determined to be due to a manufacturing related issue during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set had a missing patient line connector and two solution bag connectors were assembled on the set. This was identified at the patient¿s home before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.